Event description:
The complaint is reported as: "biosensor was pre-calibrated outside the patient successfully w/no issues. Once PICC + biosensor was introduced into the vasculature, an orange circle/symbol was immediately observed, but when the PICC was flushed a green arrow symbol appeared, so the clinician proceeded with insertion cautiously. Again, an orange symbol was observed the whole time, threading the PICC to the svc, unless the PICC was flushed. Also, a weird alarm - beep type sound could be heard coming from the machine, likely from the doppler audio, that the inserter had never heard before. No error messages appeared on the console. Once in the svc, a blue bulls' eye was observed. Out of caution, the clinician ordered a cxr, & the cxr was read in good position - caj." No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A material sample was not returned for evaluation. However, the complainant provided a copy of the patient case data on a flash drive. Vps r and d performed an analysis of the data provided by the complainant. Vps r and d reported: investigation of this complaint was performed by reviewing the complaint report where the complaint was filed against the stylet, vps-0072-bpk lot#13f20d0129. The stylet used during the procedure was not returned for investigation, but the customer did provide the saved procedure dataset. The procedure dataset was reviewed and there was the presence of an audible beeping throughout the entire case that also corresponded to a white dot appearing in the doppler display area. This audible beep and white dot are due to an external interference being picked up by the system. This interference appears on the system as retrograde flow which is causing the orange 'do not enter' symbol to display throughout the case. Attempting to re-create this exact form of external interference was unsuccessful. Vps r and d concluded, the continuous display of the orange 'do not enter' symbol was a result of the external interference that occurred during the case. The user manual table 5 in the troubleshooting section provides some recommendations to try when observing electromagnetic interference (emi). Given the orange symbol throughout the case, the account was correct in ordering a chest x-ray for final tip confirmation. A device history record review was performed and did not reveal any manufacturing related issues. Unintentional user error caused or contributed to this event because it appears there was an external interference being picked up by the system. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "biosensor was pre-calibrated outside the patient successfully w/no issues. Once PICC + biosensor was introduced into the vasculature, an orange circle/symbol was immediately observed, but when the PICC was flushed a green arrow symbol appeared, so the clinician proceeded with insertion cautiously. Again, an orange symbol was observed the whole time, threading the PICC to the svc, unless the PICC was flushed. Also, a weird alarm - beep type sound could be heard coming from the machine, likely from the doppler audio, that the inserter had never heard before. No error messages appeared on the console. Once in the svc, a blue bulls' eye was observed. Out of caution, the clinician ordered a cxr, & the cxr was read in good position - caj." No patient injury or complication reported. The patient's condition is reported as fine.